Event description:
An autopulse platform was deployed on a pt that was tall and estimated to weigh 300 pounds. The autopulse ran for approximately 5 minutes when the chest compression assembly (cca) broke.